Manufacturer narrative:
The insulin pump received a motion sensor test failure alarm during rewind due to a motor encoder signal out of phase. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a motion sensor test failure alarm on the insulin pump. Customer's wife stated that the customer was trying to do a bolus and he received the alarm when he pressed the act button. Customer kept receiving the alarm after clearing it out 3 times. Customer was assisted with performing the displacement test but the test failed. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.